Event description:
No additional information received.

Manufacturer narrative:
Pr (B)(4) follow up. It was reported needles were found to be blocked. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two packaging blister top webs; one from lot 4116510 and one from lot 4116511. The photo also shows the top webs torn from pushing the needle hub through the top web instead of pulling the top web apart from the bottom web. No other information could be obtained from the photo. A clogged needle could occur when pushing the needle hub through the top web by introducing particles from the packaging. A device history record review was completed for provided material number 305106, lots 4116510 and 4116511. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Additional batch reported: batch: 4116510, batch creation date: 2024-04-25, batch expiration date: 2029-06-30, full UDI: (B)(4).

Event description:
Materials: 305106, batch#: 4116510, 4116511. It was reported by the customer that the needle itself is found to be blocked in some format and they will not inject. In some cases, the medication has shot out of the side the plastic that houses the needle. I have a needle issue that has arisen at pls dermatology with the bd precisionglide needles. When they are uncapped and injection is attempted the needle itself is found to be blocked in some format and they will not inject. In some cases, the medication has shot out of the side the plastic that houses the needle. Please see the attached video. I also attached the pictures of two needle packagings that had needles that functioned in this manner. Staff have told me that this has been going on for awhile and is not a one off. The nurse reporting told me that she can feel it more in her hand when she is giving medications now since she has been using increased pressure in attempt to inject. It was not a reported injury at this time, but staff are reporting feeling a difference due to this issue. The nurse also reported a benign medication hitting her eye when it shot out of the side of the needle when she went to inject a medication. In the dermatology department, we inject medications with epinephri (a blood vessel constrictor) and chemotherapy medications. If those would have been in use at that time it could have been harmful.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported needles were found to be blocked. To aid in the investigation, eleven samples in sealed packaging blisters, one photo and one video were provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then assembled to a syringe with saline solution for functional testing. Each sample expelled the solution with a normal flow. No leakage or any other issue was observed. The photo shows two packaging blister top webs; one from lot 4116510 and one from lot 4116511. The photo also shows the top webs torn from pushing the needle hub through the top web instead of pulling the top web apart from the bottom web. No other information could be obtained from the photo. A clogged needle could occur when pushing the needle hub through the top web by introducing particles from the packaging. The video provided shows a needle, without the shield, assembled to a syringe with solution. When expelling the solution, the liquid comes out through one side of the needle hub. No other information could be obtained from the video. A device history record review was completed for provided material number 305106, lots 4116510 and 4116511. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Without an actual defective physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up. It was reported needles were found to be blocked. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo and one video were provided for evaluation by our quality team. The photo shows two packaging blister top webs; one from lot 4116510 and one from lot 4116511. The photo also shows the top webs torn from pushing the needle hub through the top web instead of pulling the top web apart from the bottom web. No other information could be obtained from the photo. A clogged needle could occur when pushing the needle hub through the top web by introducing particles from the packaging. The video provided shows a needle, without the shield, assembled to a syringe with solution. When expelling the solution, the liquid comes out through one side of the needle hub. No other information could be obtained from the video. A device history record review was completed for provided material number 305106, lots 4116510 and 4116511. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the video sample analysis the symptom reported by the customer could is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.